Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s ins and extension were explanted. The patient¿s ins depleted prematurely. The extension was reported to have broken insulation and fractured wires. Impedance measurements were taken and a short was found at the active electrode #1. It was reported that the patient had repetitive right arm movements above shoulder level. No complications or further complications were reported.